Event description:
It was reported that this right ventricular lead exhibited low amplitude due to an underlying condition of the patient. Reprograming of the device was discussed. This lead remains in service. No further adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).